Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8, d9,d10, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, test catheter not well seated. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a fault code 37 ¿fill fail-flush fill time. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e1-initial reporter information, event site email e3. Updated fields: b4, g3, g6, h2, h11.